Manufacturer narrative:
A correction has been added regarding the number of complaints received for this product problem along with the date range. There were a total of (B)(4) complaints received for this product problem with the first complaint received on july 28, 2010 and the last complaint received on june 6, 2014. There were no deaths or serious injuries (adverse events) reported.

Event description:
Customers experienced reagent carryover due to protein buildup in the r2 probe. In some cases, customers experienced discrepant elevated microalbumin results due to unexpected creatinine r2 carryover. No incidents of impact to patient management were reported.

Manufacturer narrative:
(B)(4). A product deficiency was identified and product information letters were released guiding the customers through existing procedures to detect and troubleshoot potential carryover. The installation of architect system software version 8.0 via technical service bulletins, (adding maintenance and diagnostic procedures) provided customers with additional maintenance procedures for probe cleaning to minimize potential carryover. There were a total of (B)(4) complaints received for this product problem with the first complaint received on (B)(6) 2008 and the last complaint received on (B)(6) 2010. There were no deaths or serious injuries (adverse events) reported.